Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the esc button on the insulin pump does not responding. The customer got out of the shower, checked his blood glucose and noticed the keypad issue. Customer stated this has been happening for about two months. Blood glucose value was 100 to 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.